Event description:
Fire dept personnel were treating a pt and delivered one successful countershock to the pt. The pt converted to asystole and pacing was attempted. Reportedly, the pacer function would not activate. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.